Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed a no delivery alarm during a reservoir change. Customer's blood glucose was unknown. Device did not alarm a no delivery alarm during manual prime. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.